Manufacturer narrative:
No button response due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported that numbers were scrolling on display screen without prompt. Customer also reported that the up and down buttons were not responding. Customer was advised to revert to manual injection per healthcare professional. Customer's blood glucose was 130 mg/dl. Insulin pump would be replaced.